Manufacturer narrative:
Additional information: pending investigation correction: f6, f8, & f10 -should be blank.

Event description:
Additional information: the patient underwent right total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert and aseptic loosening of the femoral component. Revision surgery was approximately 4 months, 19 days, post initial implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3. Investigation results - the cc tibial insert device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information. Correction -b5. The patient was implanted (B)(6) 2012 and was revised on (B)(6) 2013; reason not reported. Revision of (B)(6) 2022 for prosthesis wear is reported in MFR#1038671-2023-00689.

Manufacturer narrative:
Pending investigation. H7: z-0019-2022.

Event description:
As reported by legal notification, the patient had an initial right tka on (B)(6) 2012. The patient was revised on (B)(6) 2013; reason not reported. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.